Event description:
It was reported that arteriotomy closure of the mildly calcified common femoral artery was attempted using the perclose proglide device after an interventional procedure. Reportedly, using an antegrade puncture, a cuff miss occurred. Two additional proglide devices were used with the same results. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela reported. The physician is reported to be trained in the use of the device. No additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other two proglide devices, are each being filed under separate MFR numbers.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported cuff miss was confirmed as the posterior cuff was returned loose and unattached to the cuff. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. Per the instructions for use, the safety and effectiveness have not been established in patients with femoral artery calcium which is fluoroscopically visible at the access site and in patients with antegrade punctures. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.